Event description:
The iab was inserted into the patient on 9/6/97 at 11:12 p.m. On 9/7/97 at 5:40 a.m. The iab leaked and the iab was removed. A second iab was inserted into the patient. On 10/23/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 10/17/97.) (Pt's current status: in ccu-rpt'd 10/17/97.)